Event description:
Boston scientific crm received information that this device was emitting tones. The device was explanted for normal battery depletion. There were no allegations at the time of explant.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, the device could not be telemetered. Visual inspection noted that the device's header was loose and there were tool marks on device header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. This device was manufactured prior to the manufacturing changes. This issue is discussed in boston scientific's product performance report.